Event description:
The patient was unable to have a bowel movement. Two days ago, the patient was having issues with getting up off a soft couch. While trying to do so, the patient felt a "ripping" where the device was. Her bowel issues started since then. She was going to try turning her device off for a while to see if the symptom persists. Additional information has been requested.

Manufacturer narrative:
Lead: model 3093-28, lot# v746950, implanted: 2010 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4).